Event description:
A customer had a problem with the dual lumen piccs. The customer reports "the PICC leaked from a point of about the 1 to 2cm from the butterfly stabalizing wing (on white portion of catheter). The customer reports "they are aware they should use 5cc syringes or larger but that they have used 3cc syringe, both syringe and infusion pumps are used." The customer reports "tape is never palced on the white portion of the PICC and chloroprep is used."

Manufacturer narrative:
A sample was returned by the customer for evaluation. An investigation is currently underway upon completion the results will be forwarded.